Event description:
It was reported that the patient with this pacemaker device exhibited far-field oversensing and patient was in supraventricular tachycardia (svt). Upon review, it was noted that the programming changes were made, which caused increase in premature ventricular contraction (pvc). Technical services (ts) stated that it was a chronic issue and there was atrial undersensing. The pvc count was invalid. There were inappropriate atrial tachy response (atr)'s due to atrial far-field oversensing of the right ventricular (rv) sensing event. Technical services (ts) recommended to turn atr off or consider aai programming. This device remains in service. No adverse patient effects were reported.